Manufacturer narrative:
Concomitant: product ID 37754, serial# (B)(4), product type recharger. Product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the stimulation was turning off. It was noted that the patient had been in the process of moving and during that time for about the last several months, the patient noticed that his stimulation was off when he went to adjust the stimulation. It was noted that the patient was experiencing an increase in pain and didn¿t recall turning stimulation off. The reporter noted that it had happened a couple of times and thought that once it was due to the implantable neurostimulator (ins) battery level but not the other times. It was noted that there were no medical procedures and the patient was not aware of being around high levels of electromagnetic interference (emi). Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.